Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Via social media, patient reported being injected with an unspecified juvéderm®. The patient reported that they experienced ¿rare vascular occlusion¿ and ¿almost lost my lip and nose.¿ event status is unknown.